Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report, section h - device manufacture date; evaluation codes. The evoke scs system remains implanted. The root cause of the reported pain cannot be definitively determined. The device logs were reviewed, and no anomalies were identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain in their lower back. It was confirmed that the patient had adequate dermatomal coverage. The patient received a pain injection in the sacroiliac (si) joint and subsequently reported pain at the injection site, which was resolved within a few days. The physician noted that the patient suffers from sacroiliac (si) joint pain.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.